Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that there was a recharging of ins issue, including communication issue while recharging. Pt is unable to recharge device. Manufacturer representative (rep) with patient at healthcare provider (hcp) office for recharge instruction, post op. It was determined that the ins was positioned in a way that did not lay flat for adequate recharge connection. Met again on with an alternate recharger, to rule that out, but it didn't make a difference. Can feel that ins is not positioned correctly in the pocket. Patient is scheduled for a pocket revision. Cause is not known.

Event description:
Additional information was received from rep stating patient had a revision surgery on (B)(6) 2023 since battery was not able to hold connectivity for recharge more than a few seconds. Assumed it was because of positioning under patient's skin. Upon removing battery intraoperatively, rep states they tried to jumpstart the dead battery and was able to get to the recharge screen where it shows the high and low number but once past that screen, it would connect to recharge for a few seconds than disconnect without any movement. Contacted tech services who talked me through connecting to no avail. Tried a different controller and recharger and had same issue. Rep further adds they decided to move forward with a new battery since the previous battery would not allow to charge. Rep also states they plan on shipping back old ins for review.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: analysis of the implantable neurostimulator (ins) sn: (B)(6) found that the device passed functional testing. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Caller reported they are currently in a case now. Caller reported the patient (pt) is having their ins explanted due to having a hard time to charge. Ins is currently dead and trying to jump start the ins in the sterile field. Caller reported patient has been having issue charging since implant and was notify at first post op, caller reports a rep was notified, unknown when. Caller reported they changed out the recharger and using the patient's original controller to perform passive recharge in sterile field. Caller reported they have performed 8 passive recharge and unable to see the normal charging screen. Troubleshooting performed. Disable/re-enable ins did not resolve. Perform x3 passive recharge after disable/re-enable. Caller reported on the antenna locator, they are getting 84, 89, 92, 93, 94. Caller reported now seeing the recharging screen and ranging from poor to good to excellent. Caller report without movement within a few seconds, the coupling changed. Caller reported the recharger junction looks intact. Caller reported they have changed out the recharger. Caller reported they are now changing out the controller, using the fa controller. Caller reported the recharging coupling change within a few seconds from poor, good to excellent and drop to poor again without movement. Caller reported the recharger is directly on the ins in sterile field. Redirect caller to patient's hcp. Email sent to caller. Reviewed if hcp will be using a new ins, suggest sending ins back for analyze. On (B)(6) 2023 the rep reported the battery was not able to recharge with multiple attempts and surgical repositioning. The device was returned for analysis.